Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump has been disabled. During troubleshooting, tandem technical support confirmed that there were no alerts or alarms in the history and the insulin gauge was at 0. In the complete history, the customer had the notification that displayed "pump has been disabled rem 2." The customer was able to reload the cartridge and resume insulin. There was no information provided regarding the customer's blood glucose. Although requested, no additional information was provided regarding the reported issue.